Event description:
Customer alleged the chair collapsed while sitting in it. Qt (B)(4). No injury alleged.

Event description:
Customer alleged the chair collapsed while sitting in it. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). Issued mfg. Report #9616091-2012-00170 indicating that the manufacturer was invamex. The correct manufacturer is danyang maxthai medical equipment. The initial report also indicated that the brand name (device) was a mechanical (manual) wheelchair. The correct brand name (device) is a mechanical chair/transport chair. The correct manufacturer is being notified. (B)(4)- no RMA has been initiated for this issue. Model lttr19r, serial number/date code (B)(4) is approximately 2 years and 3 months old. The owner's manual part number1125095 rev e (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The information is provided by the caregiver which alleged malfunction; the transfer chair collapsed while the user was sitting and the user fell to the floor. No injury was alleged. Communication is slow; all communication has to be done through the postal service, the end user has no phone. The dealer ((B)(6) center) provided a quote ((B)(4)) for new chair and will change to order when the po # is provided. MDR filed due to potential for injury as result of fall.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model lttr19r, serial number/date code (B)(4) is approximately 2 years and 3 months old. The owner's manual part number 1125095 rev e (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The information is provided by the caregiver which alleged malfunction; the transfer chair collapsed while the user was sitting and the user fell to the floor. No injury was alleged. Communication is slow; all communication has to be done through the postal service, the end user has no phone. The dealer ((B)(4)) provided a quote ((B)(4)) for new chair and will change to order when the po # is provided. MDR filed due to potential for injury as result of fall.